Event description:
Patient was seen in clinic and had their device interrogated and it was found to have been disabled due to burst watchdog timeout. No other relevant information has been received to date.